Event description:
The customer reported that the battery does not recharge. There is no reported pt involvement.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to the FDA.